Event description:
It was reported that the asymptomatic patient presented after receiving a patient notifier. Noise episodes were observed on the lead. The lead was later tested in clinic and noise was not reproducible. Patient to be monitored.